Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2023. Block d6b: explant date: 2023. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(6).

Event description:
It was reported that the patients spinal cord stimulator (scs) device had stopped helping with the pain. The patient underwent an explant procedure where all device components were removed. No further information could be obtained.